Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25116015, 25117075 and 25118229 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, the harvester was taking the vein, made a hole in the vein and the patient arrested. Anesthesia thought it was air emboli. The reporter could not provide any additional details.

Manufacturer narrative:
(B)(6) 2015 08:32 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, the harvester was taking the vein, made a hole in the vein and the patient arrested. Anesthesia thought it was air emboli. The reporter could not provide any additional details.